Event description:
The patient had the foreign body removed on (B)(6), 2012.

Event description:
It was reported that a foreign matter was found inside the patient when the patient was x-rayed for health checkup. The foreign matter showed up in a x-ray picture as well which was taken in 2008. The patient had a laparoscopic operation of oophorectomy on (B)(6) 2001. When the x-ray picture was verified, the foreign matter was suspected to be a piece of the eps04 device (judging from the shape and size). The patient will have a reoperation for removal of the foreign matter on (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional questions asked: is a copy of the x-ray available showing the foreign object? Although we tried to get the x-ray, now we cannot get the x-ray. Did the patient experience any symptoms from having the foreign matter in the body? We have no detailed information. Why did the patient have an x-ray initially? We heard that the patient was x-rayed for health checkup. Was the patient experiencing problems? We have no detailed information. Or was the patient being x-rayed because of the oophorectomy procedure? We have no detailed information. After the operation, can the foreign body be returned to us so that we can perform a composition analysis of this? Yes. The hospital official requested to us to analyze of the foreign matter.

Manufacturer narrative:
(B)(4). Reviewed photographs provided. We were unable to analyze the sample utilized in the reported event as the instrument was not returned to us. There were 10 photographs submitted. The photos showed a metallic tip similar to the one used to manufacture eps04 devices. The picture indicates that the tip was slightly bent at the position where the tip of the device is welded to the shaft. Also, it can be observed on the picture that in the area where the weld occurs, metal is deformed as if it was melted. In addition, the metal is observed to have a blue discoloration on the proximal end of the tip. These conditions are similar to tips after welding during manufacturing of the device. Since no device was returned for analysis, no functional testing could be performed to evaluate the reported incident. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. No conclusion could be reached as to what may have caused the reported incident.